Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: unknown; product ID: 37085-95, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had high impedance and a return of symptoms. The patient's ins was changed, but the impedance remained high. The surgeon then decided to change the extension, at which point they found an abnormal state of the lead. The insulation sleeve appeared to have disintegrated. The lead was explanted and replaced and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient's indication for implant was dystonia.